Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone18.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized on or around (B)(6) 2026, due to elevated blood glucose levels. The patient stated that this incident occurred approximately three days prior to the event reported under internal insulet reference # (B)(4) (MDR report reference # 3014585508-2026-19387-00), which occurred on (B)(6); however, no specific occurrence date was provided for this earlier event. Reported symptoms included persistent nausea, inability to eat, and multiple episodes of vomiting. Blood glucose levels were reported to be in the range of 250-300 mg/dl; however, specific blood glucose measurements for each event were not provided. No additional information was reported regarding the duration of hospitalization, discharge date, or treatment received during the previous medical event.